Manufacturer narrative:
The customer canceled the service call.

Event description:
The customer reported that there was a saturation fault error. This is likely to prevent the system from booting up or will cause it to immediately sut down. There is no report of injury or death associated with the event described in this complaint.